Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant procedure, the atrial lead could not be positioned while attempting to tie the lead down. The lead was not used. A new lead was implanted successfully. The patient was in a stable condition.